Manufacturer narrative:
Additional information: d4 expiration date (update to n/a), d9, h3, h4, h6 (update codes), h11. H11: the actual device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Pressure and clear passage testing was performed with no issues observed. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a clearlink system solution set with duo vent spike leaked during patient infusion through an unspecified baxter infusion pump. The device was being used to administer intravenous immunoglobulin (ivig). It was further noted that the flush luer activated valve was back flowing and leaking. The leak was identified when the medication rate was increased after approximately 30 minutes. A needleless connector was then attached to the valve, which stopped the leak for the duration of the medication administration. There was no report of patient injury or medical intervention associated with this event. No additional information is available.